Event description:
Philips received a complaint by the customer on the v60 indicating that there was no output from the blower assembly. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was no output from the blower assembly during setup. The display was confirmed to be functioning and the parameters were visible. The customer requested part number to order and replace the blower assembly. The investigation is ongoing.

Manufacturer narrative:
It was reported that there was no output from the blower assembly during setup. The display was confirmed to be functioning and the parameters were visible. The customer requested part number to order and replace the blower assembly. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer.